Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. The trimark biopsy site marker is a single, biocompatible titanium marker. The permanent component is composed of either: biocompatible implant grade titanium, specifically grade 2 or biocompatible stainless steel, specifically 316 ls. Trimark titanium site marker: unalloyed titanium, for surgical implant applications. Grade 2 - uns 50400. (B)(4). If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Is was reported the physician performed an atec breast biopsy in the (B)(6) 2016. After the tissue samples were obtained the physician and placed a trimark td marker. The patient reported "allergic symptoms" and is allergic to nickel. We have been unable to obtain additional information surrounding this event.